Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been having problems with recharging the implanted neurostimulator. Patient (pt) stated that one time the implanted neurostimulator (ins) battery was completely depleted since they couldn't recharge the ins and they had been resetting the controller. Pt stated that the controller battery also drained quickly when recharging the ins so sometimes it took them a couple days to recharge the ins. Pt stated that today when trying to recharge the ins, the controller displayed software problem (1-intellis, 2-3.0, 3-243, 4-qf_port). Agent had the pt reset the controller during the call. Upon completion of the controller reset, the controller powered on and the error message was cleared. Agent had the pt unlock the controller. The controller was at 90% and the ins was at 40%. Pt stated that the recharger cord was bumpy and ribbed-like. Agent had the pt initiate an ins recharging session. Pt stated that the recharger relay box was clicking as expected. Pt saw recharging excellent and the controller light was flashing green. Agent sent a request to repair to replace the recharger. When asked for the event date, pt stated that it had been almost two months ago now. When asked for managing healthcare provider (hcp), pt stated that they were at pain management, however they were told that manufacturer was shutting down and no longer doing the devices. Pt stated that they hadn't seen hcp in a while. When asked for the notify date, pt stated that it had been a while ago. During the call, pt mentioned that they talked to their pain management hcp, implanting hcp, and manufacturing representative (rep), however no one knew what was going on. Pt stated that when recharging the ins, they got a stinging feeling inside where the ins battery was located. Pt stated that it wasn't hot, but it was a stinging feeling. Pt stated that this had been going on for at least two years. Pt stated that they didn't know if there was a wire pulled out or something that was shocking them or what was happening. Pt stated that when they were done recharging the ins, the stinging would last about a couple more hours and then go away until the next time they charged the ins. Pt noted that they felt the stinging feeling while recharging the ins during the call. Agent redirected pt to hcp to further address.